Event description:
It was reported that the patient presented for pacemaker change out procedure. Upon attempting to explant the device, it was noted that the atrial port set screw was stripped and unable to be loosened. Different sized wrenches and lead removal tools were attempted but unsuccessful. The physician was able to disengage the set screw after rinsing it with water and tapping the header. The device was replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of a stripped set screw was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The damage found was sustained during the surgical procedure.